Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented before a battery change with a right ventricular lead that exhibited a high capture threshold. The lead was capped and replaced on (B)(6) 2019. The procedure went well without any issues.